Event description:
A patient report experiencing inaccurate low results with a ft meter. The patient's blood glucose results were 35, 59 mg/dl. Tests were done within 11-20 minutes with a difference of 21 mg/dl. Patient did not experience any adverse events. No further information has been reported.